Manufacturer narrative:
Device evaluated by manufacturer: the journey guidewire was received with a coyote catheter. Examination revealed multiple bends from the proximal end to the distal tip of the guidewire. There was no other damage to the guidewire. The outer diameter was within specification. Functional testing could not be performed because of the returned condition of the coyote catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00581. It was reported that during a percutaneous transluminal angioplasty and laser atherectomy treatment procedure, removal difficulties were encountered. The chronic total occlusion target lesion was located in the highly calcified right superficial femoral artery (sfa). A non bsc guide wire and a .035 non bsc catheter were advanced to the target lesion. The non bsc guide wire was exchanged to a 300 cm journey guide wire. The non bsc catheter was removed and a non bsc 0.9 laser catheter was advanced over the journey guide wire. A laser atherectomy was performed. The laser catheter was removed over the journey guide wire and significant resistance was encountered during removal. As a result, the laser catheter broke apart once the device was removed outside of the patient's anatomy. The journey guide wire appeared to be intact, so a 4 mm x 100 mm coyote balloon catheter was advanced over the journey guide wire. The entire length of the sfa was dilated and the coyote balloon catheter was successfully removed. A post laser angiogram was performed. The coyote balloon catheter was readvanced into the sfa and inflated to unknown atms. During the attempt to remove the coyote balloon catheter over the journey guide wire, significant resistance was encountered and guide wire access was lost. The journey guide wire was pulled back to the right external iliac artery and during the attempt to withdraw the coyote balloon catheter significant force was required resulting in coyote balloon damage like an "accordion". The journey guide wire was exchanged for a v18 guide wire and the procedure was successfully completed. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: over 60. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00581. It was reported that during a percutaneous transluminal angioplasty and laser atherectomy treatment procedure, removal difficulties were encountered. The chronic total occlusion target lesion was located in the highly calcified right superficial femoral artery (sfa). A non bsc guide wire and a .035 non bsc catheter were advanced to the target lesion. The non bsc guide wire was exchanged to a 300cm journey guide wire. The non bsc catheter was removed and a non bsc 0.9 laser catheter was advanced over the journey guide wire. A laser atherectomy was performed. The laser catheter was removed over the journey guide wire and significant resistance was encountered during removal. As a result, the laser catheter broke apart once the device was removed outside of the patient's anatomy. The journey guide wire appeared to be intact so a 4mmx100mm coyote balloon catheter was advanced over the journey guide wire. The entire length of the sfa was dilated and the coyote balloon catheter was successfully removed. A post laser angiogram was performed. The coyote balloon catheter was readvanced into the sfa and inflated to unknown atms. During the attempt to remove the coyote balloon catheter over the journey guide wire, significant resistance was encountered and guide wire access was lost. The journey guide wire was pulled back to the right external iliac artery and during the attempt to withdraw the coyote balloon catheter significant force was required resulting in coyote balloon damage like an "accordion". The journey guide wire was exchanged for a v18 guide wire and the procedure was successfully completed. No patient complications were reported and the patient's status is listed as fine.